Event description:
Customer reports obtaining results of 23mg/dl and 98mg/dl on one comparison and 92mg/dl and 23mg/dl on a different comparison. Both comparison were performed within 10 mins on the same device. No qcs were used. Requested return of suspect device and replacement was sent.